Event description:
This spontaneous report was received on 30-may-2013, from a (B)(6) caucasian female consumer reporting on self from the united states. The consumer did not have any known medical history. The concomitant medications were not reported. On an unspecified date, the consumer started using johnson and johnson floss, mint waxed, for oral hygiene, about three inches, once (route:dental, lot number 0142d and expiration date unspecified). On (B)(6) 2013, while flossing her teeth, the floss broke and got stuck in her back molar. It also broke a piece of her tooth off the back molar and the floss shredded in her mouth. She also stated that it was not easy to floss. The device was not used further. The consumer did not consult a health care professional but has an appointment on (B)(6) 2013, for a filling in the broken part of her tooth. The events did not resolve. The report was assessed as serious (important medical event). The company causality was assessed as possible. Additional information received on 24-jun-2013. Device name had been updated from johnson and johnson floss, mint waxed to johnson and johnson reach clean burst icy spearmint dental floss. This report remains serious (important medical event). Additional information received on 08-jul-2013 from the dentist: event start date had been updated from (B)(6) 2013. The consumer consulted her dentist on (B)(6) 2013 who mentioned that the floss got stuck interproximally between thirty and thirty-first teeth. It appeared to him that the distal marginal ridge of tooth thirty was fractured off. He believed that the tooth fragment cause the floss to be shredded. He restored the tooth on the same day with a composite. A review of the complaint data revealed no adverse trends and no trend involving lot number 0142d. Retain sample was visually examined and met specification and did not show any defect that could potentially affect the product. The sample was returned on 13-jun-2013. Returned sample was visually examined and met specification and did not show any defect related to this complaint. Review of device history records and manufacturing issues documentation did not indicate that the device failed to meet specifications. The investigation performed showed adequate controls and could be concluded that there was no gap in the production process that could potentially affect the product or cause the adverse event reported. Disposition was undetermined. Complaint trends would continue to be monitored. This report remains serious (important medical event). This report was considered as a non-reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history. The concomitant medications were not reported. On an unspecified date, the consumer started using johnson and johnson floss, mint waxed, for oral hygiene, about three inches, once (route:dental, lot number 0142d and expiration date unspecified). On (B)(6) 2013, while flossing her teeth, the floss broke and got stuck in her back molar. It also broke a piece of her tooth of the back molar and the floss shredded in her mouth. She also stated that it was not easy to floss. The device was not used further. The consumer did not consult a health care professional but has an appointment on (B)(6) 2013, for a filling in the broken part of her tooth. The events did not resolve. The report was assessed as serious (important medical event). The company causality was assessed as possible.

Manufacturer narrative:
The date of this submission is (B)(6) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 30-may-2013, from a (B)(6) caucasian female consumer reporting on self from the united states. The consumer did not have any known medical history. The concomitant medications were not reported. On an unspecified date, the consumer started using johnson and johnson floss, mint waxed, for oral hygiene, about three inches, once (route:dental, lot number 0142d and expiration date unspecified). On (B)(6) 2013, while flossing her teeth, the floss broke and got stuck in her back molar. It also broke a piece of her tooth of the back molar and the floss shredded in her mouth. She also stated that it was not easy to floss. The device was not used further. The consumer did not consult a health care professional but has an appointment on (B)(6) 2013, for a filling in the broken part of her tooth. The events did not resolve. The report was assessed as serious (important medical event). The company causality was assessed as possible. Additional information received on 24-jun-2013. Device name had been updated from johnson and johnson floss, mint waxed to johnson and johnson reach clean burst icy spearmint dental floss. This report remains serious (important medical event).